Event description:
It was reported to aesculap inc. That a prestige atra grasper dbl-act 5mm (part # 8360-10) was used during a laparoscopic procedure performed on (B)(6) 2024. According to the complainant, a jaw breakage occurred during the surgeon's initial attempt to open the jaws inside the patient. Reportedly, the surgeon was able to successfully retrieve the jaw fragments, and then complete the procedure without any further issues being noted. An x-ray was performed which confirmed that no device fragments remained inside the patient. A surgical delay of one (1) hour was reported as a result of this event. The complaint device has not yet been returned to the manufacturer for evaluation. No patient complications were reported as a result of this event. The adverse event is filed under aic reference (B)(4).

Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Investigation results: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. Batch history review: the device history records (DHR) were not able to be reviewed as no lot number was made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. Conclusion and measures / preventative measures: a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.